Event description:
I was treated for food allergies with the bac 3000, a laser energy protocol beginning in (B)(6) 2009. The chiropractor treated me for many "allergies" I didn't think I was allergic to. Now, I have severe burning in hands & feet, and a host of rashes. I am also allergic to all medicines that treat rashes (ending up in the emergency room twice). I've had testing (prick testing) by an allergist, seen dermatologists, internist, surgeon who biopsied rash. I am now a universal allergy sufferer unable to treat my symptoms and unable to identify sources of problems. I also get welts when I consume eggs. All tests done from (B)(6) 2009 - (B)(6) 2010. Dose or amount: 8-10 treatments; route: laser light energy. Dates of use: (B)(6) 2009. Diagnosis or reason for use: sensitivity allergy to eggs & milk. Event abated after use: no.